Manufacturer narrative:
(B)(4). The customer reported a leads ECG failure while pacing patient. The same failure was observed with stimulator. There was no report of adverse patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a leads ECG failure while pacing patient. The same failure was observed with stimulator. There was no report of adverse patient impact.